Event description:
Patient admitted to hospital for revision of left total knee arthroplasty secondary to tibial component failure and osteolysis. A left tibial cyst was removed at the time of surgery. Prior to surgery patient's left knee was swollen but not red and some clicking was noted on range of motion. Patient did not authorize hospital to discard or give the explanted tibial component to the manufacturer for evaluation. Original left total knee arthroplasty was performed in 1998.